Event description:
A customer reported to baxter (B)(4) that on (B)(6) 2010, the patient replaced a transfer set for peritoneal dialysis (pd) treatment. However, on (B)(6) 2010 cracks were noted on the twist switch. There was no disinfectant use on the set by the patient or the doctor. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to damaged. A lab titanium adapter was functionally hand tightened without difficulty and the set was pressure tested underwater with no leak noted. During visual inspection of the set, chipping/flaking and cracking of the light blue main body was noted. The report was confirmed in the lab for damaged due to crack on twist clamp. Based on baxter's investigation, the root cause of the damage could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will and take corrective and preventive actions, as appropriate.